Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient was at a friend's house sleeping. Initially the cgm reading was erratic and jumpy reading from getting high reading (unspecified reading) to low reading (unspecified reading). Then on the reporter's follow app it was showing that there was no cgm data. When parent noticed that there was no data, they tried to call the patient but they were not responding because they were already sleeping. The parent called the fire department. When the readings returned after an unknown time, it would have shown an unspecified low cgm reading. Upon arrival of the paramedics a fingerstick was taken and the blood glucose reading was 25 mg/dl and the cgm reading was around 100 mg/dl. During that time, the patient was very disoriented. The patient was given 4 cups of apple juice to drink. No other medication provided to the patient and they did not need to be transported to the emergency room (ER). At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.